Event description:
An impella 5.5 device was inserted via the right axillary artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During insertion, oozing was observed through the hemashield platinum graft. The patient was coagulopathic, so blood products and coagulation treatments were administered. Coagulation factors were given and tridyne was applied to the graft to achieve hemostasis. The device remains implanted, and the patient continued on support. Bleeding in this patient may have resulted from coagulopathy during device insertion, in the context of underlying critical illness and multiple comorbidities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Following receipt of additional information captured in follow-up 1 report, the clinical narrative was updated and captured to b5 (event description). Further information was subsequently received and noted the following: oozing through the graft on insertion, pt coagulopathic, products given, coagulation treatments used.

Event description:
Clinical narrative (updated): additional information noted that the device was explanted and a hematoma developed at the time of explant. The patient survived to explant. An impella 5.5 device was inserted via the right axillary artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During insertion, oozing was observed through the hemashield platinum graft. The patient was coagulopathic, so blood products and coagulation treatments were administered. Coagulation factors were given and tridyne was applied to the graft to achieve hemostasis. The device remains implanted, and the patient continued on support. Bleeding in this patient may have resulted from coagulopathy during device insertion, in the context of underlying critical illness and multiple comorbidities.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleeding at the access site was most likely patient related to coagulopathy.

Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted and a hematoma developed at explant. It was further noted the patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device. Section d6b explant date has been updated accordingly (with d6a implant date repopulated).